Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (500 mcg/ml at 79.87 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the patient had a spinal fusion in (B)(6) 2021 and post fusion, the patient had increased spasticity. The hcp felt that the catheter was disrupted during the fusion. On (B)(6) 2021, the hcp implanted a new intrathecal end of catheter and connected it to the existing catheter. Caller states the original intrathecal end of catheter was tied off. The rep stated that the hcp was not aspirating the catheter access port (cap) post catheter revision and the only priming needed was 0.065ml.